Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed verified there were a few battery fault code 1124 in the significant log. He had the battery charging prior to the phone call. He stated now the battery is reading 16.4 v, and it does operate on battery in diagnostic mode and ventilation mode. He will continue to run the unit in ventilation mode on ac and at times on battery. After that he plans to test the battery per the service manual. Per good faith effort (gfe), it was confirmed that the battery continued to be tested, all passed, and the device was returned to service, no parts replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device had an error code 1124/check vent: battery failed message after disconnecting from the alternating current (ac) outlet. The device was being used to create a treatment plan for respiratory assistance, the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed verified there was a few battery fault code 1124 in the significant log. He had the battery charging prior to the phone call. He stated now the battery is reading 16.4 v, and it does operate on battery in diagnostic mode and ventilation mode. He will continue to run the unit in ventilation mode on ac and at times on battery. After that he plans to test the battery per the service manual. The investigation is ongoing.